Event description:
It was reported, the right ventricular (rv) pace/sense lead had an impedance increase from a baseline of 1200 ohms to about 2000 ohms over several months. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.